Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and when removing vizigo at the end of the procedure, the doctor noticed frayed end. The doctor suspected that the needle went through the irrigation hole, and when dilator went across, the irrigation hole was ripped open. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the soft tip was damaged. It was ripped in the area where the irrigation hole is located, and the internal components were exposed. No damages on the electrodes were observed. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. The perforation on sheath issue was confirmed. The potential cause may be attributed to device handling of the procedure, as it was stated that "the needle went through the irrigation hole and ripped it open". However, it cannot be determined with the information available. The instructions for use (IFU) contain the following precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. Prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2025. It was reported that there were no known patient consequences. After the procedure, the patient followed normal clinical path and incident registered with hospital. No additional medical intervention was required. The vizigo sheath was not irrigated. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and when removing vizigo at the end of the procedure, the doctor noticed frayed end. The doctor suspected that the needle went through the irrigation hole, and when dilator went across, the irrigation hole was ripped open. No adverse patient consequence was reported.